Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. The handpiece failed for rotation, leak, current draw and cap removal. Quality personnel then investigated the attachment. During testing, the attachment was only able to rotate for approximately 5 seconds before seizing up. Repeated attempts to make the attachment rotate failed. Testing was halted at this point. During examination after disassembly it was noted several internal components of the head and main drive assemblies displayed slight to moderate debris. All components appeared to be dry and lacked lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the increase of temperature reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.